Event description:
One patient sample with discrepant tsh results. Initial result 2.53 mu/l. Same sample repeated using different method gave result of 37.7 mu/l. If additional information is received, appropriate notification will be provided.